Event description:
In late 2008, the sales representative reported that during surgery the surgeon was implanting device and it cracked and broke. Additional information received on 19 dec 2008 via telephone, the sales representative reported that during an open transforaminal lumbar interbody fusion (tlif) the surgeon was attempting to implant the first ardis implant when while inserting, the implant broke. The surgeon did not use a tamp. The surgeon then explanted the broken implant and inserted another one without difficulty. There was no surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.